Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set separated and leaked at the lower fitment of the safety clamp when infusing unspecified fluids. It was reported that the clinical nurse specialist has instructed the staff to "tug on the tubing to check them prior to hanging and priming". There was no report of patient harm. The event occurred in the infusion treatment area.

Manufacturer narrative:
No product will be returned per customer. The customer complaint that the set separated and leaked was confirmed per a photo provided by the customer. It was observed that the pvc tubing was completely separated from the lower fitment. The root cause of this failure was not identified.

Event description:
The customer reported that the set separated and leaked at the lower fitment of the safety clamp when infusing unspecified fluids. It was reported that the clinical nurse specialist has instructed the staff to "tug on the tubing to check them prior to hanging and priming". There was no report of patient harm. The event occurred in the infusion treatment area.